Event description:
It was reported that the catheter disconnected from the pump. During a dye study (B)(4) of clear fluid was aspirated. When the dye was injected, it pooled around the pump. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).